Event description:
Numbness and pain. Dose or amount: tops denture. Frequency: 2 times. Route: daily. Bottom denture. Frequency: 2 times. Route: daily. Dates of use: (B) (6) 2010 to (B) (6) 2010. Diagnosis or reason for use: denture adhesive crm. Event abated after use stopped: no. Event reappeared after reintroduction: no.